Event description:
Add'l info rec'd from rptr 5/13/04: pt sustained injury on contralateral thigh. Generator has been evaluated and meets all specifications.

Event description:
Pt underwent colonoscopy with snare polypectomy using monopolar coagulation. Grounding pad properly placed per indicator. Pt sustained burn in area of grounding pad.